Event description:
Dealer stated that the right side back cane/handle on an (B)(4) transport wheelchair broke when user leaned back, slightly, causing the end user to fall. User hit her head and unknown injury to her right side rib cage from hitting the arm rest.